Event description:
This is an incident that was received from a nurse. The patient commenced cvvh (haemofiltration) with accusol 35 5000ml. The therapy settings were blood flow 200ml/h, predilution 1500ml/h, postdilution 2000ml/h and the temperature was 37 degrees c. Kcl 20mmol dose was added to the accusol bags but no medication was added through the lines. Precipitation was observed between degassing chamber and predilution pump, after predilution pump and after postdilution pump. No adverse events/consequences were noted during the period that the precipitation formed. No specific alarm was noticed before the precipitation. When the precipitation was observed the treatment was discontinued and the doctor was informed.

Event description:
The customer reported a crack on the battery door latch of the freestyle navigator transmitter that prohibits the battery door from staying on under the latch. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been returned and investigated. The returned transmitter was visually inspected and confirmed to have cracks in the thermistor and battery door area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. (B)(4).

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported to the (B)(4) district office on 14 apr 2009.